Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument cable was broken at the start of the jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. The cable was not visibly protruding from the distal end of the instrument. No images were available.

Manufacturer narrative:
The tenaculum forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. Additional observation not related to the customer reported complaint: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.072¿ - 0.224¿ in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.